Manufacturer narrative:
Correction - h6 (device code).

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could be confirmed based on available CT scans and health care professional¿s assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed. "The tibial component shows only small radiolucence and cavities anterior. A loosening is possible, but not ensured with the given CT. There is no migration. A posteromedial fracture of the tibia can be confirmed with the CT. The pe cannot be assessed directly. There is no clear sign of breakage or loosening. The talar component shows clear radiolucence, additionally there are cavities and cysts in the talus. This indicates loosening. Some subsidence and thus a little migration is also very likely. " based on investigation, the root cause was attributed to a patient related issue. The failure was caused by cavities and cysts near tibial and talar component suggesting poor bone quality which resulted in loosening of implant. If any further information is provided, the complaint report will be updated. H3 other text : device remains implanted in patient.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.